Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left posterior tibial artery. A connect flex guide wire was being used when the tip separated. The separated tip was embedded in the vessel using an unspecified stent. There were no adverse patient sequelae and no clinically significant delay in the procedure.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left posterior tibial artery. A connect flex guide wire was being used when the tip separated. The separated tip was embedded in the vessel using an unspecified stent. There were no adverse patient sequelae and no clinically significant delay in the procedure.